Event description:
The customer reported that he obtained blood glucose readings of 45 mg/dl at 6:37 a.m., hi (indicative of a reading above 600 mg/dl) at 6:45 a.m. And 121 mg/dl at 6:47 a.m. With the contour next ez meter. The customer did not experience any symptoms of hypoglycemia or hyperglycemia, however, he drank some juice. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next ez meter and in-house contour next test strips from lot # 1mpeh45a, which gave a satisfactory performance.